Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device was in use is unknown. The customer contact identified one possible lot number (plots). The possible lot number is 280555h. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of solution from the secondary solution container into the primary solution container. On an unspecified date, the primary tubing set was being used to deliver 500 ml of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of iron 300 mg/ 250 ml, at a rate of 107 ml/hr, which was dark brown-black in color. The primary solution container was hung lower than the secondary solution container. After an unspecified length of time, it was reported that dark brown-black solution was noted in the bottom of the primary solution container. The customer contact reported that the tubing of the primary tubing set was clamped to complete the delivery of the secondary solution container. After the secondary medication delivery was complete, the solution from the primary solution container was delivered to the patient to ensure the patient received the intended dose of medication. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested no additional information was provided.